Manufacturer narrative:
Visual inspection of the returned 16-12-3514 3.5mm x 14mm polyaxial screw confirmed the shank sheared off around the 2nd full turn of the exposed thread; the failure occurred horizontally through the cylinder. None of the other returned screw assembly components were observed to be damaged. The information provided and inspection of the returned screw suggest excessive force was likely placed on the instrumentation and screw at the time of insertion due to resistance from the patient's hard bone, resulting in the fracture observed. Review of labeling: possible adverse events- bending, disassembly or fracture of implant and components.

Event description:
A patient underwent spinal surgery on (B)(6) 2021 consisting of seaspine's atoll pedicle fixation system. It was reported that the patient had very hard bone and a screw fractured upon insertion into the lateral mass. The surgeon elected to leave a portion of the screw in the patient. Additionally, there was no patient harm or injury and no indication necessitating medical or surgical intervention.